Event description:
The clinician reports that the day the implant was placed in ADA 22, failure occurred upon insertion. Details of surgery: Primary stability not achieved and Implant surface not completely covered with bone. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: Bleeding and Inflammation. No further patient complications were reported.